Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6)2014. At unspecified dates/times, the patient obtained blood glucose readings of ¿280, 145, 215, 189, 145 mg/dl¿ with the subject meter. It is not known what medication, if any, the patient takes to manage her diabetes. The patient stated that she continued with her usual diabetes management routine in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, 15 minutes after the alleged issue occurred, she developed symptoms of ¿nauseous and weak¿. On (B)(6) 2014 between ¿6:00-7:00 pm¿, the patient stated she contacted emergency medical services (ems). The patient stated her blood glucose was tested with the ems meter and obtained a reading of ¿30 mg/dl¿. The patient stated that ems treated her; however, the patient did not recall the type of treatment received. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.